Manufacturer narrative:
Concomitant medical products: w1tr04 crtp implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial fibrillation (af)episodes causing inappropriate termination of mode switch. The ra lead remains in use. No patient complications have been reported as a result of this event.